Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot number was received for the device, the device history records were reviewed and found to be conforming.   A cause for this specific event cannot be ascertained from the information provided.   Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A patient is pursuing a product liability claim. It is reported that a patient was implanted with a cocr head 32/+8 'xl'12/14 on (B)(6) 2012 combined with competitors (depuy) cup, insert and stem. The patient was revised on an unknown date due to unknown implant fracture on (B)(6) 2016. According to the provided information, the current situation reflects an off-label use.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) (B)(6) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the device(s) were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: event summary: it was reported that a patient was implanted with a cocr head on (B)(6) 2012, which was revised due to the fact that an unknown component fractured on (B)(6) 2016. Review of received data: an attorney letter was received. In the attorney letter the patient passport was included. It can be seen that the patient already had a surgery in 2011 with depuy products. In 2012 the patient had another surgery. A cocr head (zimmer) was implanted in combination with a liner (depuy) and a hole eliminator (depuy). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation a cocr head (zimmer biomet) was implanted in combination with a liner manufactured by depuy and a hole eliminator manufactured by depuy. Combination of the head with the liner and hole eliminator is not allowed by zimmer biomet. Root cause analysis: root cause determination using dfmea: fracture of head due to fracture of skirt due to insufficient material thickness => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review fatigue failure / fracture of head due to insufficient strength of the design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review mal-function of articulation and/or leg length difference, subluxation or luxation due to wrong size of head diameter and/or offset => possible: no x-rays or surgical reports were received for investigation. However, the cocr head was combined with a liner and hole eliminator manufactured by depuy. The cocr head is a zimmer biomet product. This can be considered as off label use. Mal-function of articulation, leading to excessive wear due to wrong material combinations (eg. Cocr heads with metasul liners) => possible: it was reported that the cocr head was combined with a liner and hole eliminator manufactured by depuy. The cocr head is a zimmer biomet product. This can be considered as off label use. Mal-function of articulation, leading to excessive wear due to off label use, combination with competitor products => possible: it was reported that the cocr head was combined with a liner and hole eliminator manufactured by depuy. The cocr head is a zimmer biomet product. This can be considered as off label use. Wrong combination of the components due to lms marking is not readable under or lighting => possible: it was reported that the cocr head was combined with a liner and hole eliminator manufactured by depuy. The cocr head is a zimmer biomet product. This can be considered as off label use. Conclusion summary: it was reported that an unknown component was broken after the implantation in 2012. No devices have been returned for investigation. However, the cocr head was combined with a liner and hole eliminator manufactured by depuy. The cocr head is a zimmer biomet product. Therefore, the root cause of the complaint is considered as off label use. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).